Event description:
As reported via legal documentation, a patient had left knee replacement surgery on (B)(6) 2014. They subsequently underwent left knee revision surgery (B)(6) 2023 9 years post primary procedure. Revision op report postoperative diagnosis: periprosthetic osteolysis of left tka. Surgeon noted there was evidence of femoral prosthesis loosening and debonding and polyethylene wear. The tibial prosthesis was well fixed. After the tibial canal was re-established, there was noted to be a metaphyseal void that required a cone. The patella button was removed and a large amount of osteolysis was curretted. Procedure findings: severe bone loss secondary to osteolysis in femur; mild osteolysis in tibia; severe osteolysis and bone loss in patella. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.